Event description:
It was reported that the lead integrity alert triggered due to low impedance. It was further noted that the bipolar impedance was lower than the unipolar. Exact disposition of the lead is unclear, but it was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead integrity alert triggered due to low impedance. It was further noted that the bipolar impedance was lower than the unipolar. Exact disposition of the lead is unclear, but it was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors distorted, all conductors were cut, there was blood/body fluid on all conductors (not obstructed), outer insulation had cosmetic mio , the outer insulation had cosmetic environmental stress cracking, all insulators were breached cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.